Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, lymphoma - alcl - suspected.

Event description:
Physician reports via regulatory agency capsular contracture, baker grade unknown and that "this patient has been diagnosed with alcl;" pathological markers have not been provided. The device has been explanted and discarded. This record represents the left side.

Event description:
Further information reported by the physician confirms that the left side capsule was removed and sent to pathology; alcl was confirmed to not be present.

Manufacturer narrative:
Previous medwatch submission noted suspected lymphoma. Upon review of information received from the physician, allergan medical safety determined that there is no malignancy.